Event description:
It was reported that upon interrogation at a follow-up appointment, this implantable device was found to be operating in safety mode. Additionally, the patient was experiencing right ventricular (rv) loss of capture of greater than 10 seconds, but was asymptomatic. The physician subsequently explanted and replaced the device to resolve the event. The rv lead was also explanted and replaced due to elevated pacing impedance measurements (1400 ohms) and increased capture threshold measurements. No additional adverse patient effects were reported. It is currently unknown if the rv lead was a boston scientific product. The explanted device is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. The system resets occurred during a telemetry session, which caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that upon interrogation at a follow-up appointment, this implantable device was found to be operating in safety mode. Additionally, the patient was experiencing right ventricular (rv) loss of capture of greater than 10 seconds, but was asymptomatic. The physician subsequently explanted and replaced the device to resolve the event. The rv lead was also explanted and replaced due to elevated pacing impedance measurements (1400 ohms) and increased capture threshold measurements. No additional adverse patient effects were reported. It is unknown if the rv lead was a boston scientific product. The explanted device was returned for analysis.